Event description:
(B)(4) is the manufacturer of a custom procedure tray that contains bur 703 2.1mm dia 51mm 2's, part # 736-8665 supplied by (B)(4). The manufacturer is (B)(4) (reorder part # (B)(4)). Avid medical received a complaint on 06/06/16 originated by (B)(6) stating that they recently had 2 incidents involving the burr where it separated from the stem which required the surgeon to remove the broken burr from the patient's mouth. This is #2 of 2 mdrs originating with the same complaint. The complained burr was not available for evaluation. Avid medical issued formal complaint #(B)(4) to the supplier for a defective burr no. 736-8665. The lot number is 2015-11-05, 2015-10-14. No patient injury was reported and no treatment was required.